Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 20 mg/dl and food was consumed to address bg. Customer was admitted to the hospital. Insulin injections were administered; no additional treatment was reported. Low bg was resolved and customer was discharged on (B)(6) 2019 with no permanent damage. Customer alleged pump delivered a higher bolus than requested. System check with tandem technical support (cts) found pump was functioning properly. In addition, cts identified that the customer had not requested any bolus deliveries on the day of event and had only received basal delivery. Customer acknowledge pump data and reported cause of low bg was not known. Although multiple attempts were made by tandem technical support, to follow up with the customer, no reply was received.